Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37791, serial# unknown, product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported their implantable neurostimulator (ins) kept shutting off after charging to complete for the past 2 weeks. It was stated they would charge to complete and it was taking longer than usual. Then it was shutting off after a day when it used to stay charged for 1 week. It was noted that the ins was not holding a charge for as long. It was noted the doctor's office was aware. The consumer also reported they saw the 375 error code (charge current low) in the past 2 weeks while recharging. No symptoms reported. A replacement recharging antenna was sent. Additional information received from the manufacturer representative (rep) reported the following information: program 1: 1 cathodes/2 anodes 4.8v, 360 pw, 60 rate, 564 ohms program 2: 6 cathodes/2 anodes 2.5v, 300 pw, 60 rate, 222 ohms 24 hours/day; bol (beginning of life) - 7.46 days, eol (end of life) - 6.25 days. The rep thought the patient may not be charging "enough time or frequency."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.